Event description:
During the device evaluation, a foreign object was observed on the duodenovideoscope's forceps elevator. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: IFU document no.: rc8683 rev.: 06 section: chapter 3 preparation and inspection IFU document no.: rc8958 rev.: 02 section: chapter 5: reprocess the endoscope, chapter 6: reprocess the accessories should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.